Event description:
Event description cpi received information that during an attempted implant, this implantable pulse generator (ipg) failed to establish ventricular output. Testing of the ventricular lead with a pacing system analyzer (psa) revealed no anomalies. After several failed attempts to re-insert the ventricular lead and establish output, the ventricular lead was removed and a new device was successfully implanted.